Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a duodenopancreatectomy procedure, the device failed in stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m52d9y. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: the device failed in stapling. Did the device staple? Were the staples malformed? Was the staple line complete? The analysis results found that a tcr75 device was received in good visual conditions. The reload had the swing tab in the locked position, and the proximal 5 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the cartridge was tested for functionality and it fired as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch record was reviewed and no anomalies were noted during the manufacturing process.